Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the laser probe was difficult to insert into the trocar cannula. The laser probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed significant adhesive on the cannula tip. The 25 gauge illuminated flex curved laser probe was inserted into a 25g trocar. The sample had resistance when inserted into the 25g trocar, confirming the reported event. Additionally, the sample¿s cannula outer diameter (od) was measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02025 to 0.02060, not meeting specifications. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2017. There were 1,674 paks associated with this lot. The 25 gauge illuminated flex curved laser probe was manufactured on july 19, 2017. There were 104 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. The reported event was confirmed as the sample laser probe got stuck when inserted into a 25g trocar. It was determined that there was excess adhesive residue on the cannula tip and that the cannula od was out of specification. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. The manufacturer internal reference number is: (B)(4).